Manufacturer narrative:
Unable to verify s/w due to no button response. Device received with no button response due to corroded keypad traces. Unable to perform the displacement test and self test due to no button response. No stuck button alarm noted. Device received with missing display window cover and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received stuck button alarm. Stuck button alarm occurs when a button was continually pressed for more than 3 minutes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.